Event description:
It was reported that a patient presented in-clinic for an implant procedure. Following completion of the implant procedure, the patient's pacemaker was found to have a diagnostic anomaly, which displayed a false high impedance measurement. No electrical malfunction was reported on the pacemaker. No intervention was reported and the patient was stable throughout.

Manufacturer narrative:
Correction: h6: codes should reflect device not returned.